Event description:
Poor image quality. The time of event is unknown. This event occurre no report of patient harm.the date of event is unknown.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51678) which was submitted. Therefore,MDR (9610877-2022-00405) filed on sep 20, 2022 is considered a duplicate report.